Manufacturer narrative:
Other device used: catalog #47482801802, 2.7mm locking screw, lot #62896131. The implants were in-vivo for approximately 6 months before the reported corrosion was found. As returned, corrosion is present on the returned plate as well as the screw that was returned and is still attached to the plate. The screw is seized in the plate and was unable to be removed. Upon inspection, it was discovered that the majority of visible corrosion on the plate could be rubbed off. All dimensions measured meet print specifications. This is the only reported complaint for the any of the part number lot number combinations involved. Review of the device history records were reviewed and were found conforming to manufacture specifications. The root cause of the reported corrosion on the implants upon removal is not known.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that rust found on the surface of plate during removal surgery.